Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. The customer observed discrepant patient results while using calcium reagent lot 85776un15, ln 3l79. A review of the labeling provides adequate information on reagent handling, and how it could impact results. A review of tickets determined that there is a normal activity for the lot 85776un15 and there are no trends identified. A review of manufacturing records did not identify any issues associated with the lot. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated a falsely decreased calcium result on one patient. The results provided were: on (B)(6) 2016 at 8:14 am initial calcium = 1.29 / repeated = 1.90 / 1.87 / repeated on another arch = 1.89mmol/l. There was no reported impact to patient management. There was no additional patient information provided.